Event description:
The customer obtained falsely elevated, repeatable vitros tsh results from a single patient sample on three vitros 5600 integrated systems when compared to a tsh result obtained from a non-vtros method. Vitros tsh results 12.354, 11.234 and 11.494 miu/l vs a non-vitros tsh result of <0.010 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The vitros tsh result was reported outside of the laboratory; however, after heterophilic testing was completed, the non-vitros result was considered to be the expected value. Treatment was altered, consistent with the new result, and there was no allegation of patient harm. (B)(4).

Manufacturer narrative:
The investigation determined falsely elevated, repeatable vitros tsh results from a single patient sample on three vitros 5600 integrated systems when compared to a tsh result obtained from a non-vtros method. The investigation determined the most likely assignable cause was the presence of heterophilic antibodies in the patient¿s sample that are interfering with the vitros tsh assay, but not with the non-vitros method. There was no evidence to suggest a reagent malfunction had occurred. The vitros tropi es instructions for use state, ¿for troubleshooting purposes, if the result is inconsistent with the clinical picture and is persistently elevated, the sample should be tested for the presence of heterophilic antibodies. These antibodies may be present in the blood samples from individuals regularly exposed to animals or who have been treated with animal serum products.¿